Event description:
It was reported that the user received an inset infusion set instead of a cleo set in a supply order, experienced difficulty cocking and deploying the inset spring, and required live guidance to complete the infusion set insertion and reconnect therapy with a reported blood glucose of 248 mg/dl. After successful insertion, insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia during the prolonged supply change reported. Outcomes included user education, successful infusion set placement, without hospitalization. Customer care provided troubleshooting over phone and video, user education, and review of use steps for the infusion set. Investigation of this case revealed user difficulty deploying the infusion set spring and potential initial mis-deployment or connector attachment uncertainty, with the device functioning as designed once the infusion set was properly inserted and the cannula was filled. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set deployment and configuration.

Manufacturer narrative:
Initial.